Event description:
Reporter indicated that high lead impedance was found while performing systems and normal mode diagnostics on a patient's vns during an office visit on (B)(6)2010. The reporter stated that the patient's vns diagnostics on (B)(6)2010 were within normal limits, however, the exact diagnostics were not provided. The patient did not recall any manipulation or trauma that could have contributed to the high impedance. The patient's vns was disabled. Vns revision surgery is possible, but the patient's family would like to postpone surgical intervention for now.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.